Event description:
It was reported that during a sleeve gastrectomy procedure, while using the instrument the fourth time, the instrument was stuck. The surgeon tried to open the instrument and release the knife with the release button, then he pulled the button several times but nothing happened. An additional noise was heard. The surgeon opened a new instrument and cut the stomach closer and made the sleeve narrow more than he meant. And then pulled the first instrument out of the abdominal cavity (the jaws are still closed). Another like device was used to complete the procedure. Surgery was prolonged thirty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Release button post the analysis found that one ec60 device was received with no visual non-conformances and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received fully fired. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all staples as intended. The device opened and closed without difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism resulting in the trigger not properly returning to its home position. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
Pt was revised to address groin pain. Corrosion was discovered on the ball trunnion and at liner/cup taper.